Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that almost 2 months after dental implant was installed in intraoral region #3, its non-osseointegration was observed. A 20 ncm of primary stability was achieved and the patient presented bone type iii.